Event description:
A customer reported to baxter (B)(4) an administration set for blood and blood products in which a malformed component was observed. According to the report, the "top chamber" was misshaped and had "bubbles on the plastic." There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). An actual sample was returned for evaluation. Visual tests were performed and revealed that the top seal of the chamber was a bit rough and had some bubbles. Functional tests were performed. The set was leak tested under water and no leaks were revealed. The reported condition was confirmed. It was determined that the issue is only a cosmetic issue which does not lead to any malfunction of the product. However, the exact root cause is unknown. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.